Event description:
The caller reported that the t: slim x2 pump battery would not charge and there was a power source alert in the pump history, labeled alert 07. Despite this, the issue was resolved prior to contacting technical support as the customer had changed charging supplies, using the same tandem wall adapter and charging cable. There was no adverse impact to the customer's blood glucose level, and since the pump began charging again, no further assistance was required.